Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient complications is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Subject device remains implanted.

Event description:
It was reported that after embolization of an internal carotid-posterior communicating artery aneurysm, an occlusion was noted in the anterior choroidal artery. Oculomotor nerve paralysis occurred as a result of the event and the patient is currently in rehabilitation. No further information was provided.